Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri). Magnet rates were 91.4 pulses per minute (ppm) in 2009, 88.5 ppm in following month, and 76 ppm. Measured data in the following month was 2.35 v, 14 ua and 24.5 kohms. In 2008, measured data was 15 ua and 8.4 kohms with an estimated remaining longevity of 0.5 years. The pulse generator was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.